Event description:
It was reported that during surgery (liver transplant) the argon machine stopped working and alarmed a low impedance. It started with 2 bars on the indicator. The pad was changed twice (one on each thigh), then the machine was changed and the same thing occurred. The pad was changed again (left flank) with the same result. Pad was changed again. The impedance indicator showed 5 bars. I placed another pad with the newer lot number on the pt's right arm with the impedance indicator starting at 4, then down to 3 bars. The argon handpiece then worked properly for the remainder of the surgery.